Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, t1 and t2 deployed simultaneously from the device. Both t1 and t2 were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The t1 has been separated from the delivery needle. The t2 is still in place inside the needle with the balance of the suture attached. The t2 was found ready to deploy. Functional test indicates proper cycling and advancement of device mechanisms. Deployment of t2 was successful. It appears to be only t1 that may have been pre-deployed. Since t2 was not deployed until returned, simultaneous deployment was not possible. Evaluation is unable to identify a simultaneous deployment of the t's.